Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a peritoneal dialysis (pd) transfer set and the titanium adapter; further described as ¿disconnection incidents of the semi-annual sets from titanium connectors¿. This was observed during use of the devices for pd therapy. To resolve this issue, the transfer set was replaced; however, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.